Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 600 mg/dl. He was unsure of how to treat with a manual injection and was advised to change the infusion set and treat with the insulin pump. The customer was having a difficult time changing the infusion set and emergency medical services were called to treat him. Troubleshooting was not completed as emergency medical services had arrived to treat the customer. The insulin pump was not returned or replaced.